Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting expired devices, not prepping the skin, not irrigating the incision site, the patient not attending the post-op visit, not using antibiotics, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The clinical representative disclosed the patient having a history of developing infections in the past. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is related to the patient being a poor candidate due to health, weight, age, or mental capacity and the patient having a history of developing infections (user error- clinician).

Event description:
The patient reported signs and symptoms of infection. The stimulators were explanted on (B)(6) 2021 and no further issues have been reported.